Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge and cine hard disk drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that there was a communication failure error message during performance of a pm. This error resulted in a lock up during the cine acquisition process. There is no report of a pt injury or death associated with this event.